Event description:
It was reported by the customer that the high flow insufflation unit demonstrated lower insufflation performance compared to similar devices from other manufacturers. The issue was identified during routine service and maintenance activities. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.